Event description:
It was reported that decreased r-wave amplitudes were observed. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains active. The patient was in good condition following the procedure.